Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a stent-assisted embolization of an intracranial aneurysm, an enterprise vascular reconstruction device (product/lot unknown) was impeded in the hub of a prowler select plus 150/5cm microcatheter (product code: 606s255x, lot number: 31736504) and could not be pushed into the microcatheter. The doctor removed the stent and microcatheter from the patient and replaced a new microcatheter to deliver the original stent to complete the procedure. There was no patient injury reported.